Event description:
It was reported that the internal treading of the implant were damaged. Implant was removed and another implant was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k013227.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified worn markings and bone. Functional testing was performed for the returned product with an in-house stock abutment and does not engage into the threads. Damage threads to the tsvb11. Malfunction. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: contraindications, warnings DHR review: DHR review was completed for the subject lot number (1250182). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1250182) for similar event and no other complaint was identified. Review completed utilizing keywords: damaged threads and does not seat post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed for the damaged threads on the tsvb11.